Event description:
It was reported via repair work order that the power cord was inoperable due to the power cord being frayed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.